Event description:
It was reported by service report that the power board was not working and the bed had no power. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: power board.